Manufacturer narrative:
Microline surgical is currently awaiting the affected device back so an investigation can be conducted. At this time, medical intervention to remove the clip has not been decided. More information will be include in the final report.

Event description:
The doctor realized that one unintended piece of clip was reminded in the patient body when he confirmed with x-ray image. As far as we confirm with the x-ray image, the clip was not closed at all, so it appears to have fallen off even though the fire operation was not being performed. The procedure was a robotic-assisted radical prostatectomy, transperitoneal approach. Judging from the position of the clip, the doctor thinks the clip is placed around the front of the bladder. The doctor checked the video of the surgery, but it did not directly show the clip falling off. There was a scene where around the 10th clip, the clip popped out a little, so he thinks that clip fell off. He assumes it may have come into contact with an organ or other equipment somewhere that was not visible and fell off.